Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plastic cracked before use. The following information was provided by the initial reporter: it was reported the plastic cracked in two places on the side of the syringe. Called and spoke with customer who states the plunger was cracked. Caller reported plastic cracked in 2 places on side of syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/18/2020. H.6. Investigation: one sample received for investigation. Upon observation, the plunger is damaged. During the floor inspection and after various investigations, a potential failure mode could not be determined. The number of defective parts reported by the customer is within the acceptable quality limit. Moreover, feedback will be given to the operating personnel regarding the reported defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plastic cracked before use. The following information was provided by the initial reporter: it was reported the plastic cracked in two places on the side of the syringe. Called and spoke with customer who states the plunger was cracked. ¿ caller reported plastic cracked in 2 places on side of syringe. ¿ number of occurrences - 1; ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no; ¿ did issue cause any injury? - no; ¿ did customer require medical intervention? - no; ¿ is product manufactured by bd? - yes, sample is available for investigation. ¿ resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.